Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that that images taken with an intensifier (not provided), confirmed the non-implantable multivac wand's radiofrequency tip was retained in soft tissue, that could not be removed. The non-implantable tip of the multivac wand is comprised of 99% minimum type 1a tungsten per astm-288. The multivac wands are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The impact to the patient beyond the retained tip, the prolonged surgery, change to a competitor¿s device and the potential for local skin irritation/discomfort, and micro-motion/migration cannot be determined with the limited information provided. Reportedly, the patient is stable. Should any additional relevant medical information be provided, this case would be re-assessed. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tips entire spacer and electrode are gone from the unit from heavy use. The remaining tip and shaft are darkened from heavy use. Due to the unit's damage on the tip, it cannot be tested. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states the pilgrim intake form provided was reviewed; however, it did not aid in determining the root cause. Although a procedural variance could not be ruled out. The multivac wands are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The impact to the patient beyond the retained tip, the prolonged surgery, change to a competitor¿s device and the potential for local skin irritation/discomfort, and micro-motion/migration cannot be determined with the limited information provided. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include (1) hitting the tip against a hard surface such as a metal or bone, (2) mechanical displacement of the tip through applied force or an impact event, (3) using the wand above default output settings causing excessive electrode erosion. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that at the end of a hip arthroscopy, the specialist noticed that the multivac wand's radiofrequency tip was loose. It was removed using a hemi canula, but upon removal, the loose distal portion was no longer present. An attempt was made to remove the specimen with water flow, but it did not come out. Images taken with an intensifier showed it was in soft tissue, but it could not be removed. Surgery was completed using a competitor device instead. There was a surgical delay of less than 30 minutes and no further complications were reported. The patient was stable.